Manufacturer narrative:
The investigation reviewed the qc data and the results were acceptable; a general reagent or hardware issue can be excluded as the root cause. The investigation determined the event was consistent with a preanalytic issue at the customer site (the patient has an elevated white blood cell count). Preanalytics are within the customer's responsibility. The investigation did not identify a product problem.

Manufacturer narrative:
The c501 module serial number was (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for alp2 alp ifcc gen.2 (alp2) on a cobas 6000 c501 module. The initial result from the primary tube was 145 u/l. The repeat with the primary tube was 200 u/l. The secondary tube was run after being centrifuged and the result was 105 u/l. The secondary tube was repeated with a result of 105 u/l.